Manufacturer narrative:
A device history review was performed and confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Intera oncology is in communication with the clinic and is waiting for additional information. Therefore, once we obtain updated information a supplemental report will be submitted.

Event description:
A patient with hai pump receiving heparin infusion every 2 weeks was noted to have slow flow/residual volume increases over multiple refill visits. Residual volumes were reported as follows: 16 ml on (B)(6) 2026, 26.5 ml of heparin on (B)(6) 2026, 28 ml of heparin on (B)(6) 2026, 30 ml of heparin on (B)(6) 2026. The physician's office was contacted, and the patient was evaluated on (B)(6) 2026. During (B)(6) 2026 refill, the infusion team refilled the pump with glycerin after observing a 0 ml/day flow rate; intera oncology was not contacted until after glycerin had already been instilled into the pump. On (B)(6) 2026, glycerin was removed and the pump was refilled with heparinized saline. A bolus flush attempt was met with complete resistance. Cta performed on (B)(6) 2026, reportedly showed no concern for catheter placement, kinking, migration, thrombosis, pseudoaneurysm, or other vascular abnormality. Patient is to be scheduled for a pump angiogram.